Manufacturer narrative:
(Describe event or problem) was updated. (Additional device information, lot number) was updated. (Returned to manufacturer) was updated. (Device manufacture date) was updated. The functional testing of the returned icy catheter (lot # 97018) could not be performed due to the clog accumulation in the in/out luered tubings. However, blood was observed inside of the in/out luer tubing and inside of the balloons, this typically is indicative of a leak somewhere in the catheter. Specific location or type of leak is undetermined due to the condition in which the catheter was received.

Event description:
During ivtm therapy, 14 minutes after placement of the icy catheter (lot # 97018), the user noticed blood in the start-up kit (suk) tubing due to suspecting catheter leak. The icy catheter was removed and replaced. No further information was provided. No consequences or impact to the patient was reported.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, 14 minutes after placement of the quattro catheter (lot # unknown), the user noticed blood in the start-up kit (suk) tubing due to suspecting catheter leak. The quattro catheter was removed and replaced. No further information was provided. No consequences or impact to the patient was reported.